Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that a device error keeps appearing on the display of avea ventilator and noticed that there was an intermittent exhale valve leak. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the product did not return for investigation. The reported issue was resolved with vyaire's field service representative (fsr) by replacing the defective gde. The unit was calibrated to meet all manufacture specification. The fsr performed a performance test on the unit for verification.